Event description:
It was reported that the sponge of the minicap was not fully inserted into the minicap. The caller stated, the sponge appeared to be halfway down inside the minicap and was separated from the edge. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 10.

Manufacturer narrative:
(B)(4). The product was manufactured 9/11/2014 - 9/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.